Event description:
It was reported episodes of false automatic mode switch (ams) due to noise was detected on the atrial lead. Fluctuating impedance was also noted over the last few months, indicating a potential lead issue. No intervention was performed at this time. The patient was stable.

Manufacturer narrative:
The reported event of noise and low lead impedance was not confirmed. As received, a partial lead was returned in one piece for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
New information received indicated that the atrial lead was explanted due to an infection unrelated to the device.